Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. As he attempted to program a bolus, the esc and act buttons on the insulin pump were unresponsive. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump failed the displacement test, followed by a motor error alarm during the rewind process due to an out of phase motor encoder signal. Unable to perform operating currents due to the motor error alarm. The pump was received with minor scratches on the lcd window.